Manufacturer narrative:
(B)(4). Jaws unable to open, open after assisted. (B)(6). The analysis results found that the device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, the clips were conforming according to our manufacturing specifications. However, during each firing sequences the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on tissue and would not release. A new device was used to complete the procedure. There was no patient impact.